Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2017 a medtronic representative went to site to test the equipment. An transformer was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect transformer has been received by manufacturer for evaluation. The returned transformer had no output when connected to ac. All the fuses were intact. Opening the transformer revealed that the there was a loose screw to one lead of a thermistor and due to this the thermistor was overheated creating a coating on the lead. Tightening the screw fixed the transformer. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A site representative reported that while outside of a procedure when the navigation system was turned on, the system was functioning normally for about 30 minutes and then the screen was black and the system shut down. The representative was able to restart the system. There was no patient present at the time of the issue.